Manufacturer narrative:
Customer unable to locate ventilator.

Event description:
The customer reported the ventilator had a vent inop air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Upon arrival of the manufacturers field service engineer (fse), the customer was unable to locate the device in the hospital. The customer reported they will notify the manufacturer when the ventilator is located. No further information obtained from customer.